Event description:
Problems priming the infusion set. Noticed prior to use. On 08/29/02 maersk medical received the complaint and 3 used infusion sets. The near-incident/malfunction took place in USA.